Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the thread of the screw in the handle that locks the tilting movement of the blade is badly damaged. The malfunction was noted during a product demonstration during a procedure. There was no harm to the patient and no prolongation of surgery time was present, as the instrument was not used. It was reported the outcome of the surgery was successful. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: received 1 article of oracle retractor handle, part# 03.809.900 for manufacturing investigation. One of the two lever screws is bent. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. One of the two lever screws, component 60022944 is bent. The lever screw has been damaged by high force and cannot be loosen anymore. The damage to the lever screw indicates a mishandling. The investigation has shown that one of the lever screws is jammed and cannot be loosened as complained. It is visible that the head of the lever screw is bent / out of axis. Complaint is confirmed but not manufacturing related, the article did pass the 100% function test after manufacturing, so the bending was caused post-manufacturing. Based on these findings it is likely that high applied mechanical force during use caused the deformation of the lever screw. No indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.